Manufacturer narrative:
Additional information provided noted that this lead was capped and replaced with a new lead.

Event description:
Boston scientific received information that after a device replacement shocking impedances on the right ventricular lead were out of range. The lead was disconnected from the device and measured in different configuration which still showed out of range shocking impedances. A lead fractured was suspected. A lead replacement will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.